Event description:
Surgeon was operation to repair a fractured hip. Operation proceeded normally through steps until lag screw was placed. With lag screw in place patient, surgeon attempted to slide side plate on to lag screw. Would not go. Attempted with second side plate, still would not go. Removed lag screw and changed to zimmer system and finished procedure. Surgeon said lag screw "tines" may be spread. Surgeon said added 6-7 minutes to length of the procedure, no adverse effect reporteddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.